Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, redness, and drainage under the entire patch area, which occurred 4 days after the sensor had been inserted into the abdomen. The skin was prepped with alcohol prior to sensor insertion. The patient was prescribed cefdinir oral antibiotic tablets as treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.